Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿needles experienced foreign matter on the device cannula/in the fluid path which was noted during use. The following information was provided by the initial reporter: material no. 328290 batch no. 9161936. Verbatim: consumer stated, when he pushes on plunger, what looks like "water" comes out. Stated, he did not use the syringes when he found the liquid/water. Stated, he found problem with two boxes but could only provide information on 1 box. Lot: 9161936, catalog: 328290, expiration date: 2024-06-30, date of event: unknown, 2 syringes affected. Samples available.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿needles experienced foreign matter on the device cannula/in the fluid path which was noted during use. The following information was provided by the initial reporter: material no. 328290, batch no. 9161936. Verbatim: consumer stated, when he pushes on plunger, what looks like "water" comes out. Stated, he did not use the syringes when he found the liquid/water. Stated, he found problem with two boxes but could only provide information on 1 box. Lot: 9161936, catalog: 328290, expiration date: 2024-06-30, date of event: unknown. 2 syringes affected. Samples available.

Manufacturer narrative:
H.6. Investigation: customer returned (3) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9161936. Customer states that when plunger is pushed down, liquid comes out. All returned syringes were examined and no foreign matter was observed in or on any of the samples. All samples were also tested and no foreign matter was observed when the plunger was fully depressed. A review of the device history record was completed for batch# 9161936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.